Event description:
Device report from synthes (B)(4) reports an event in (B)(6) leg was affected, implant was removed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Exact date of event reported as unknown. This report is for one unknown plate/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.